Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID 3389s-40 ,lot# va13jyb, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID: 3389s-40, lot# va13nw4, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for e essential tremor and movement disorders. It was reported that the implantable neurostimulator (ins), lead, and extension became infected on an unknown date. It was then stated that the interventions take to resolve the issue included removing the system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.